Event description:
It was reported that an arteriotomy closure of the right common femoral artery was achieved using a starclose se clip device, following a renal artery stenting procedure. Reportedly, a few days after the procedure, the patient came back to the hospital with leg pain, skin redness, and a 4 inch lineal knot in the groin. It was indicated that testing was performed by a vascular surgeon and antibiotics were prescribed. The patient returned to the hospital and exploratory surgery was performed on (B)(6) 2012. During the surgery, a trail of a pus pocket was observed and the clip was found separated from the arterial wall. The arterial wall was not damaged. The clip was removed and the groin was surgically closed. The physician did not know what caused the pus pocket, but it could not be ruled out that the clip may have caused or contributed to the reported event. There was no adverse patient sequela. The patient was discharged home on (B)(6) 2012. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device and clip were discarded; therefore, a failure analysis of the complaint device could not be performed. A review of the lot history record and complaint handling database could not be performed because the lot number was not provided and the device was not returned for evaluation.